Event description:
It was reported the patient is deceased and died approximately five weeks post implant of the implantable cardioverter defibrillator (ICD) system. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.attempts to obtain additional information were unsuccessful. Concomitant products: d314trm implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2012; 419478 implantable pacing lead implanted: (B)(6) 2012. (B)(4).